Event description:
It was reported that the guidewire entanglement occurred. The target lesion was located in the superficial femoral artery (sfa). An opticross 18 was advanced over a non-boston scientific 018 guidewire, and images were taken in the sfa and inside the stent in the sfa. While imaging, the catheter became wrapped around the guidewire during advancement. As a result, the guidewire and ivus catheter had to be withdrawn due to entanglement. The procedure was completed using with another non-boston scientific guidewire and another of the same opticross device. There were no patient complications.

Manufacturer narrative:
E1: initial healthcare facility - (B)(6). G4: premarket / 510(k) #: k160514, k222568. The device was returned for analysis. Upon overall visual inspection, it was identified that a guidewire was lodged within the device. A twist was observed in the imaging window assembly, and both the guidewire exit port and the tip were found to be damaged (deformed/lifted). Based on the evidence collected, the as reported code "guidewire entanglement" is confirmed. The damage to the exit port and tip, along with the twist in the imaging window assembly discovered during product analysis, likely contributed to the reported issue.

Manufacturer narrative:
E1: initial healthcare facility - (B)(6). G4: premarket / 510(k) #: k160514, k222568.

Event description:
It was reported that the guidewire entanglement occurred. The target lesion was located in the superficial femoral artery (sfa). An opticross 18 was advanced over a non-boston scientific 018 guidewire, and images were taken in the sfa and inside the stent in the sfa. While imaging, the catheter became wrapped around the guidewire during advancement. As a result, the guidewire and ivus catheter had to be withdrawn due to entanglement. The procedure was completed using with another non-boston scientific guidewire and another of the same opticross device. There were no patient complications.